Manufacturer narrative:
The linox smart was subsequently analysed showing insulation damages in the proximal as well as in the distal area of the distal lead fragment. In particular in the proximal area the coating of the conductor cable to the rv coil was damaged. This damage most likely resulted from severe interaction with the generator housing. Furthermore the conductor cable to the svc coil was fractured in the df-1 connector which can be considered as the root cause of the high shock impedance with svc coil included. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 74 months after the implantation procedure the lead was explanted due to increased shock impedances with included svc coil in the shock path.